Manufacturer narrative:
The pump was received with a blank display and the problem was isolated to the battery tube. The pump functioned properly after unplugging and plugging the battery tube connector into the interface board. They were unable to verify the operating current due to a blank display. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was 325 mg/dl. Customer had a hairline fracture and cracks on the reservoir compartment entrance and battery compartment. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.